Manufacturer narrative:
In the process of performing the evaluation. A follow-up report shall be submitted upon completion of the evaluation.

Event description:
We received a report of an infection with a flixene graft. The patient who contracted the infection had eczema and shingles, and constantly scratched at the cannulation site. According to the physician it was no surprise that a graft (any graft for that matter) became infected under these circumstances, and that it was not a graft specific issue. The graft was removed and discarded.